Event description:
It has been reported to philips that the system was not booting up properly, continuously restarting when booting. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-00055. This complaint will be closed as duplicate.